Manufacturer narrative:
This adverse event was documented in the manufacturer's qms after the event. During an internal audit done in 2018, it was discovered that form 3500a related to this event had not been successfully submitted to the FDA.

Event description:
Surgeon reported that he had to remove the valeo c implant due to non-union. A revision surgery was performed.